Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient did not clearly understand what the "off" wording meant. They called for instructions and, with instructions, they turned it back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that they were having a problem with adjusting the patient's device and when they turned the device off, they were unable to turn it back on. No patient symptoms or further complications were reported as a result of this event.